Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) was confirmed. Upon investigation the monitor would not power on. The cause for the failure was isolated to a shorted c1 capacitor and thermal damage on the computer/analog pca. The root cause for the shorted c1 capacitor and thermal damage on the ca board could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete essential performance testing.